Manufacturer narrative:
Getinge became aware of an issue with the ventilator - servo-s. It was claimed that pre-use check failed. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. Identification of issue has been done by analyzing problem description and service report. The device¿s logs were not attached. According to the information provided by the technician, the nozzle unit on air gas module was found defective and have been replaced to resolve the issue. In addition there was continuous flow trough inspiratory site of the device during standby mode and the alarm system volume too small occurred. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).